Manufacturer narrative:
Patient has a medical history of diabetes, hypertension, hyperlipidemia, renal insufficiency, coronary heart disease and previous peripheral revascularization of the venous outflow. A reef balloon was used during the index procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the cec adjudicated the revascularization as target lesion, clinically driven and related to the device but not related to the procedure or paclitaxel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one medtronic standard pta was used to treat the left anastomosis. Approximately 18 months post procedure, the patient suffered restenosis of the juxta-anastomosis of avf and was treated with a non-medtronic pta of the anastomosis and medication. Patient recovered. Investigator and sponsor assessed the event as not related to the device, procedure or paclitaxel.